Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with bradycardia. During an interrogation attempt, it was noted that the implantable cardioverter defibrillator - ICD could not be programmed and exhibited no pacing output due to premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion, loss of lv pacing output, and communication failure was confirmed by analysis. The loss of lv pacing output and loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.